Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 40 mg/dl. At the time of event and the patient got treated with intravenously. Length of hospitalization was for less then 24 hours. No further information available

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: the united states.